Event description:
It was reported that the right ventricular lead and the right atrial lead were "not performing well", the right atrial lead had sensing that was "not ideal", and the left ventricular lead was dislodged and had no capture. The leads were all removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.